Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. A review of the downloaded data confirmed a loss of connection. The probable cause was the patient closed the mobile app.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, signal loss and an adverse event was reported. Date of issue is an approximation. The patient stated their sister received a signal loss alert. She tried to contact the patient and had 4 unanswered calls. She then called emergency medical services (ems) and the patient was found unconscious with a blood glucose value of 26 mg/dl. The patient was provided glucose via intravenous (IV) therapy. At the time of contact, the patient was doing fine. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional event or patient information is available.